Manufacturer narrative:
Reported event: an event regarding impingement (rom), crack/fracture and pain involving a trident liner was reported. Crack/fracture of the liner was confirmed on review of the provided photo. Rom and pain was not confirmed. Method & results: device evaluation and results: the device was not returned however a photo was provided. A visual inspection of this photo confirmed crack/fracture of the ceramic element of the liner. The device was otherwise unremarkable. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot. Conclusions: crack/fracture of the ceramic head was confirmed on review of the provided photo however the root cause could not be determined. Rom and pain was not confirmed. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
Dr. Stated that the cup had shifted causing an impingement on the rim of the ceramic cup which ultimately resulted in a fracture of the ceramic. Dr. Removed the ceramic liner and ceramic head. After debridement he replaced with a new ceramic liner and ceramic head. He placed a v 4toc taper sleeve resulting in a fresh trunnion. Item not explanted: 6021-0537. Lot 8509002. Update 02/october/2018: as reported in how was issue noticed: patient presented with pain.